Event description:
A surgeon reports that during intraocular (iol) implant surgery, a haptic was attached to the optic. As the surgeon attempted to loosen the haptic, zonules of zinn were ruptured. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested.